Event description:
It was reported that the right ventricular (rv) lead had a micro dislodgement, had high thresholds and no capture. The lead was revised and remains in use. No patient complications have been reported as a result of this event.